Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plaintiff preliminary disclosure and medical record received. After review of medical record, patient was revised to address dislocated acetabular component. Patient alleges pain and has degenerative disease of the lumbar spine. X-rays was obtained and noted that there is a complete dislodgement/dislocation of the acetabular cup with approximately 180 degrees of rotation of the cup within the native bony acetabulum. The posterior pseudocapsule were elevated from the posterior aspect. There was significant amount of serosanguineous fluid that did not appear purulent. There was minimal evidence of any bony ingrowth on the porous surface of the cup. There was osteolysis at the posterior femur which was curetted of fibrous debris. The trunnion showed minimal evidence of corrosion. Doi: (B)(6) 2008; dor: (B)(6) 2020; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.